Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not provided by reporter. The 510(k): this report is for one unknown 14mm reamer head. Part and lot numbers were not provided by reporter. Other-UDI# is unavailable. (B)(6). Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that while reaming the intramedullary canal to harvest bone graft from the patient's right femur to in implant in the left tibia with a 14mm reamer head the end of the reamer/irrigator/aspirator (ria) drive shaft sheared off inside the reamer head. The drive shaft was then not useable as was the reamer head. Fragments were not left in the patient. A new drive shaft and reamer head were used to finish the procedure. There was an approximate 15 minute surgical delay due to the reported event. The surgery was successfully completed. The patient's post-surgical status was fine and there was no adverse event to the patient. This report is for one unknown 14mm reamer head. This report is 2 of 2 for (B)(4).